Event description:
It was reported that during the procedure in the subclavian artery, the 10x39x80 otw omnilink stent delivery system (sds) could not advance through a non-abbott 6f sheath. Resistance was felt when attempting to remove the sds through the sheath; therefore, the sds and the 6f sheath were removed as a single unit. A non-abbott 7f sheath and a new 10x39x80 otw omnilink elite stent delivery system were used successfully to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.35. Sheath: cordis 6f long. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the introducer sheath was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.